Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) displayed as high on the continuous glucose monitor (cgm). Cause was due to the pump shutting down. Bg level was corrected with a bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.